Event description:
It was reported that the burr became stuck with the guidewire. A 1.25mm rotapro and a rotawire were selected for use. During removal, the rotaburr got stuck with the rotawire inside the body of the patient. It was not released from being stuck, and the rotaburr was removed from the body together with the rotawire. No patient complications were reported.